Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: item # us157852, cup, lot # 451740; item # 157446, head, lot # 368180; item # 21-103205, femoral stem, lot # 482210. Legal notification. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03843, 0001825034-2018-03844.

Event description:
It was reported that during a patient's revision surgery, the femoral head was found cold welded to the trunnion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the during surgery, the taper adapter was found cold welded to stem. No impact or consequence to patient has been reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 157446, m2a-magnum mod hd, lot # 368180, item # us157852, m2a-magnum pf cup, lot # 451740, iitem # 21-103205, ha taperloc por fmrl , lot # 482210. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-03843.